Event description:
On (B)(6) 2026, the customer reported obtaining false high hstni (access high sensitivity troponin I, part number b52699, lot number 538993) results on their access 2 immunoassay analyzer (part number 81600n, serial number (B)(6)). The customer verbally reported the results for one patient. There was an initial result of 2.25 with a subsequent result of <0.02. No patient data was provided for review. Erroneous results were released from the laboratory, and a heparin drip was started for the patient with the result of 2.25. There was no further report of an injury or illness to the patient attributable to the output from the device in this event. No hardware errors were reported in conjunction with this event. System performance indicators such as system check and calibration prior to the event were not provided. Quality control (qc) was verbally reported as being within range prior to the event. There is insufficient evidence to suggest carryover as the customer did not report running a sample of high troponin concentration prior to the questioned result. No issues with sample integrity were reported. The lab was using a 13*75 lithium heparin pst greiner tube and they centrifuge at 8000 rpm for 3 minutes at room temperature. The customer was assisted over the phone and later a field service engineer was dispatched to the customer site.

Manufacturer narrative:
A1: the full patient identifier is case (B)(6). H3 and h6: the customer technical support (cts) assisted the customer over the phone and suggested to run hardware verifications. The customer ran a system check which failed with a washed coefficient of variation (cv) at 34.48%. The customer notes aspirate probes were changed the night prior to the event, but they did not look clean or centered. The cts guided the customer to change the aspirate probes. The customer noted the system check passed and they also had a passing precision study with 15-repetitions of qc. The customer noted ongoing issues with calibration and a field service engineer (fse) was dispatched to the customer site on 12feb2026. The fse found the wash arm was loose and the substrate probe was bent restricting the flow. The fse performed the necessary hardware interventions and the instrument was verified to be in working order. In conclusion, the cause of this event was a hardware malfunction. The fse performed hardware interventions to resolve the issue. As multiple parts were involved, one part cannot be confirmed as the sole contributor.